Manufacturer narrative:
The company service representative examined the system and found the heel switch was stuck. The footswitch was cleaned and it then functioned well. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "footswitch was sticking" (sticking). The nurse reported the system was noting the footswitch was depressed when it wasn't. The surgeon switched to cryopexy to complete the case. Additional information received from the nurse stated something was spilled on the footswitch which caused the sticking. The footswitch was cleaned and functioned normally afterward. No patient injury was reported.